Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed redness, irritation and dry patches under the pump in (B)(6). The patient purchased over the counter (otc) "second skin" cream to apply prior to pod application to reduce irritation. In (B)(6), the patient experienced more irritation/ small buttons after 2nd day wear. In (B)(6) 2021, the patient visited the healthcare physician (hcp) and was prescribed oral antihistamines to ingest everyday. The patient began testing out different forms of application such as a physical barrier between the pump and skin (physiotherapy tape) and the cream. The patient reported experiencing hyperglycemia due to the tape and lipodystrophies cause the cannula not to insert properly. In (B)(6), the patient began using the skin cream only prior to pod application and experienced excruciating irritation, yellowish liquid, pus, raw skin, and a large ball at the infusion site.